Event description:
The provider reported the tdxsp powered wheelchair is not driving correctly. The right and left motors allegedly delivered different levels of power, causing multiple error codes. Further troubleshooting allegedly found a melted wire within the motor.